Manufacturer narrative:
The affected device was checked onsite by dräger service and the power supply and log file of the device were provided for detailed analysis at the manufacturer. The provided battery was tested without any deviation. Based on the log entries the reported restart could be confirmed. The log further indicates that the reboot occurred due to worn out or depleted batteries. A worn out and deeply discharged battery can reach their limits with high power consumption. Generally, the savina periodically checks operation on internal battery where the device internally disconnects from the mains power for 500ms and operates on internal battery. If the battery voltage drops too much, the test is canceled, and the power supply switches to mains power again. If the voltage drop is too fast, the savina shuts down and generates the 40.2000 error during the subsequent reboot. In case a ventilation is active at that time, the pneumatic system would open which allows spontaneous breathing for the patient. After approximately 12 seconds the ventilation would continue with the last settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device alarmed internal battery failure and shut down while connected to a patient in the ER. It did power back up on its own. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device alarmed internal battery failure and shut down while connected to a patient in the ER. It did power back up on its own. No patient injury reported.